Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an error code 313:425:250:1e13 was confirmed during product evaluation. The root cause of this condition was assigned to a defective user interface module printed circuit board. The user interface module pump head module was replaced onsite at the facility by a baxter field service technician in order to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5.

Event description:
The facility reported a colleague infusion pump that experienced failure code 313:425:250:1e13. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.